Event description:
It was reported by the customer that the medicine is not going through the bd safetyglide¿ needle only, 25 g x 1 in. The following information was provided by the initial reporter: medicine not going through the needle. Different boxes same lot.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-nov-2022 h6: investigation summary it was reported that the needles were clogged. To aid in the investigation, one hundred and fifteen samples were provided to our quality team for investigation. Fifty samples were randomly selected for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Forty-seven samples expelled the solution with a normal flow. Three samples did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed. H3 other text : see h10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the medicine is not going through the bd safetyglide¿ needle only, 25 g x 1 in. The following information was provided by the initial reporter: medicine not going through the needle. Different boxes same lot.